Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the clinic told the field representative a patient stated the light on their remote home monitoring system was illuminating red. Boston scientific technical services (ts) discussed that this could indicate an issue with the device system that was not able to be transmitted through the home monitoring system. Ts stated that the patient should be brought in for an interrogation. The field representative was unable to obtain the patient information and has received no further follow up information from the clinic.